Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test due to motor error alarm. The insulin pump had scratched display window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's blood glucose was 485 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not dropped or bumped. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.